Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation: it is likely the following led to the malfunction: the adhesive around the lens was damaged/crack in addition, the following reportable malfunctions were identified during the device evaluation: adhesive around objective lens had discoloration. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited the adhesive around light guide lens had a crack. There was no patient involvement.